Manufacturer narrative:
E1 : patient city : (B)(6). Patient country : united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose (over 600 mg/dl) on (B)(6) 2025 leading to hospitalization. The duration of hospitalization was greater than 24 hours. During hospitalization, patient received manual injection and intravenous fluid as a corrective treatment for high blood glucose. Symptoms reported at the time of the event were confusion feeling sick/unwell flu. No further information available.